Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/10/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test passed. Transmitter functional test passed. Share log was reviewed and displayed a connection loss gap within the investigation window. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data or product evaluation.